Event description:
It was reported that noise, oversensing causing pacing inhibition was observed on the right atrial (ra) and right ventricular (rv) leads. Both the ra and rv leads were extracted and replaced. There were no patient consequences, the patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie down impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.